Event description:
Patient was having a redo anterior cervical discectomy and fusion (acdf). The team was working in the anterior neck and using the cage holder. When the cage holder was taken out by doctor, the surgical technician (st) noticed that it only had one "hook" when it should have 2 (one on each side). St alerted the doctor and registered nurse first assistant (rnfa), when the rnfa stated that it was bloody and immediately suctioned after the cage holder came out before the team noticed the broken piece. The surgical site was examined, x-ray was taken to see if it could be identified on imaging. Nothing was noted on imaging for a metal hook. The suction cartridge was looked at, and I believe I saw the metal fragment in the canister. The canister was broken on a towel with the charge nurse present. I located the metal fragment and showed the representative and the technician, and it was confirmed that was the missing piece. The piece was placed in a bag and labeled, per nurse educator.